Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. It was also reported that the right ventricular (rv) lead exhibited a warning for low impedance in the unipolar configuration, high threshold and low amplitude r waves. It was also reported that the right atrial (ra) lead exhibited rising thresholds. The ra and  rv leads remains in use. No further patient complications have been reported as a result of this event.